Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for investigation. The chamber was visually inspected for the reported damage and the base thickness of the chamber was measured. Results: the base thickness of the returned chamber was outside of specification. Conclusion: we are unable to determine what may have caused the base to loosen. However, it is known that pressures produced in excess of 80 cmh2o (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has confirmed that the subject chamber was in use for eight days before the incident was observed, which indicates that the subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa."

Event description:
A healthcare facility in (B)(6) reported via a distributor to a fisher & paykel healthcare (f&p) field representative that water leaked from the connection part between the dome and the base of an mr290v vented autofeed humidification chamber after 8 days of use. There was no patient consequence.